Event description:
The customer reported that the 9800 system images would flicker and went dark during a case. The procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.